Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis experienced left sided deflation post procedure. As a result, explant was performed on (B)(6) 2023.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2024. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on july 25, 2024 device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a missing material on the posterior view measuring approximately 2.0 x 1.8 cm. In addition, two (2) more tears were also observed on the anterior view, tear (a) measuring approximately 0.8 cm, and tear (b) measuring approximately 8.6 cm. Microscopic examination was performed, and the cause of both tears and the missing material could not be identified. Therefore a thickness measurement was conducted on the shell at the tears and the missing material, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 4, 2024. Replacement with mentor saline was performed with explant. Manufacturer¿s reference number: (B)(4).